Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/ heavy cycles'), fallopian tube perforation (', perforation (fallopian tube(s)) discovered during ablation'), device dislocation ('part of essure had migrated out of tube') and genital haemorrhage ('excessive bleeding') in an adult female patient who had essure (batch no. B82481) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included musculoskeletal pain, numbness, pregnancy, threatened premature labor, chorioamnionitis, vaginitis, vulvovaginitis, fever, atelectasis, sore throat, runny nose, upset stomach, acute pharyngitis, throat pain, acute bronchitis, sexually transmitted disease nos, multiparous and vaginal discharge. Current weight 180 lbs. Previously administered products included for an unreported indication: antibiotic. Concurrent conditions included overweight, ache, abdominal cramps, diarrhea, nausea, vomiting, constipation and venous thromboembolism prophylaxis. Family history included hypertension. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain"), arthralgia ("pain/ hips region") and back pain ("lower left back area"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In 2016, the patient experienced mood swings ("hormonal changes describe: mood swings") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced migraine ("migraines / headaches") and headache ("heaaches"). In (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with cefixime (flexeril), naproxen, sulfamethoxazole;trimethoprim (mortin), tranexamic acid and surgery (underwent ablation in (B)(6) 2018). Essure treatment was not changed. At the time of the report, the menorrhagia, fallopian tube perforation, device dislocation, genital haemorrhage, mood swings, vaginal haemorrhage, migraine, dysmenorrhoea, pelvic pain, weight increased, alopecia, arthralgia and back pain outcome was unknown. The reporter considered alopecia, arthralgia, back pain, device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2014: weight: 78 kg. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram - in 2014: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2014: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, headache, vaginal discharge, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/ heavy cycles'), fallopian tube perforation (', perforation (fallopian tube(s)) discovered during ablation'), device dislocation ('part of essure had migrated out of tube') and genital haemorrhage ('excessive bleeding') in an adult female patient who had essure (batch no. B82481) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included musculoskeletal pain, numbness, pregnancy, threatened premature labor, chorioamnionitis, vaginitis, vulvovaginitis, fever, atelectasis, sore throat, runny nose, upset stomach, acute pharyngitis, throat pain, acute bronchitis, sexually transmitted disease nos, multiparous and vaginal discharge. Current weight 180 lbs. Previously administered products included for an unreported indication: antibiotic. Concurrent conditions included overweight, ache, abdominal cramps, diarrhea, nausea, vomiting, constipation and venous thromboembolism prophylaxis. Family history included hypertension. On (B)(6)2014, the patient had essure inserted. In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain"), arthralgia ("pain/ hips region") and back pain ("lower left back area"). In (B)(6)2015, the patient experienced alopecia ("hair loss"). In 2016, the patient experienced mood swings ("hormonal changes describe: mood swings") and was found to have weight increased ("weight gain"). In (B)(6)2017, the patient experienced migraine ("migraines / headaches") and headache ("headaches"). In (B)(6)2018, the patient experienced fallopian tube perforation (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with cefixime (flexeril), naproxen, sulfamethoxazole;trimethoprim (motrin), tranexamic acid and surgery (underwent ablation in (B)(6)2018). Essure treatment was not changed. At the time of the report, the menorrhagia, fallopian tube perforation, device dislocation, genital haemorrhage, mood swings, vaginal haemorrhage, migraine, dysmenorrhoea, pelvic pain, weight increased, alopecia, arthralgia and back pain outcome was unknown. The reporter considered alopecia, arthralgia, back pain, device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6)2014: weight: 78 kg. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram - in 2014: total bilateral occlusion. Pregnancy test urine - on (B)(6)2014: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, headache, vaginal discharge, back pain. Most recent follow-up information incorporated above includes: on 23-aug-2019: mr received- essure insertion date, lot number, reporters, concomitant conditions, medical history and lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/ heavy cycles'), fallopian tube perforation (', perforation (fallopian tube(s)) discovered during ablation'), device dislocation ('part of essure had migrated out of tube') and genital haemorrhage ('excessive bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Current weight (B)(6). In 2014, the patient had essure inserted. In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain"), arthralgia ("pain/ hips region") and back pain ("lower left back area"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In 2016, the patient experienced mood swings ("hormonal changes describe: mood swings") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced migraine ("migraines / headaches") and headache ("headaches"). In march 2018, the patient experienced fallopian tube perforation (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with cefixime (flexeril), naproxen, sulfamethoxazole;trimethoprim (motrin), tranexamic acid and surgery (underwent ablation in (B)(6) 2018). Essure treatment was not changed. At the time of the report, the menorrhagia, fallopian tube perforation, device dislocation, genital haemorrhage, mood swings, vaginal haemorrhage, migraine, dysmenorrhoea, pelvic pain, weight increased, alopecia, arthralgia and back pain outcome was unknown. The reporter considered alopecia, arthralgia, back pain, device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - in 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2019: pfs received: case became valid and incident. Injury nos was replaced with new events- fallopian tube perforation, device dislocation, mood swings, menorrhagia, genital bleeding, vaginal bleeding, migraine & headache, dysmenorrhea, perforation, weight gain, hair loss, pelvic pain, low back pain, hips pain. Reporter information, patients dob, demographics, events onset date, medical history, treatment drugs and lab data were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('abnormal bleeding (vaginal, menorrhagia)/ heavy cycles'), fallopian tube perforation (', perforation (fallopian tube(s)) discovered during ablation') and device dislocation ('part of essure had migrated out of tube') in an adult female patient who had essure (batch no. B82481) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included shoulder pain, numbness, pregnancy, threatened premature labor, chorioamnionitis, vaginitis, vulvovaginitis, fever, atelectasis, sore throat, runny nose, upset stomach, acute pharyngitis, throat pain, acute bronchitis, sexually transmitted disease nos, multiparous, vaginal discharge, adenomyosis and fibroid uterine enlarged. Current weight 180 lbs. Previously administered products included for an unreported indication: antibiotic. Concurrent conditions included overweight, ache, abdominal cramps, diarrhea, nausea, vomiting, constipation and venous thromboembolism prophylaxis. Family history included hypertension. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain"), arthralgia ("pain/ hips region") and back pain ("lower left back area"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In 2016, the patient experienced mood swings ("hormonal changes describe: mood swings") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced migraine ("migraines / headaches") and headache ("headaches"). In (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and genital haemorrhage ("excessive bleeding"). The patient was treated with cefixime (flexeril), naproxen, sulfamethoxazole;trimethoprim (mortin), tranexamic acid and surgery (/ supracervical hysterectomy and bilateral salpingectomy and underwent ablation in (B)(6) 2018). Essure was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding, fallopian tube perforation, device dislocation, genital haemorrhage, mood swings, vaginal haemorrhage, migraine, dysmenorrhoea, pelvic pain, weight increased, alopecia, arthralgia and back pain outcome was unknown. The reporter considered alopecia, arthralgia, back pain, device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, heavy menstrual bleeding, migraine, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2014: weight: 78 kg. Discrepancy noted in essure insertion date: (B)(6) 2014. (B)(6) 2021 findings: left paratubal cyst. Bulky fibroid uterus with anterior and posterior fibroids. Cervical fibroids. Specimen; uterus with essure in situ. Fallopian tubes. Complication: unsuccessful lavh . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram - in 2014: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2014: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, headache, vaginal discharge, back pain. Dysmenorrhea. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 21-oct-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('abnormal bleeding (vaginal, menorrhagia)/ heavy cycles'), fallopian tube perforation (', perforation (fallopian tube(s)) discovered during ablation') and device dislocation ('part of essure had migrated out of tube') in an adult female patient who had essure (batch no. B82481) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included shoulder pain, numbness, pregnancy, threatened premature labor, chorioamnionitis, vaginitis, vulvovaginitis, fever, atelectasis, sore throat, runny nose, upset stomach, acute pharyngitis, throat pain, acute bronchitis, sexually transmitted disease nos, multiparous, vaginal discharge, adenomyosis and fibroid uterine enlarged. Current weight 180 lbs. Previously administered products included for an unreported indication: antibiotic. Concurrent conditions included overweight, ache, abdominal cramps, diarrhea, nausea, vomiting, constipation and venous thromboembolism prophylaxis. Family history included hypertension. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain"), arthralgia ("pain/ hips region") and back pain ("lower left back area"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In 2016, the patient experienced mood swings ("hormonal changes describe: mood swings") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced migraine ("migraines / headaches") and headache ("headaches"). In (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and genital haemorrhage ("excessive bleeding"). The patient was treated with cefixime (flexeril), naproxen, sulfamethoxazole;trimethoprim (motrin), tranexamic acid and surgery (/ supracervical hysterectomy and bilateral salpingectomy and underwent ablation in (B)(6) 2018). Essure was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding, fallopian tube perforation, device dislocation, genital haemorrhage, mood swings, vaginal haemorrhage, migraine, dysmenorrhoea, pelvic pain, weight increased, alopecia, arthralgia and back pain outcome was unknown. The reporter considered alopecia, arthralgia, back pain, device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, heavy menstrual bleeding, migraine, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2014: weight: 78 kg. Discrepancy noted in essure insertion date: (B)(6) 2014. (B)(6) 2021 findings: left paratubal cyst bulky fibroid uterus with anterior and posterior fibroids cervical fibroids specimen; uterus with essure in situ fallopian tubes complication: unsuccessful lavh diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram - in 2014: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2014: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, headache, vaginal discharge, back pain. Dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received : reporter information, relevant history explant date, device removal details were added. Seriousness criteria removed for event genital haemorrhage we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.